Manufacturer narrative:
The sureform 60 stapler instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by failure analysis engineer. Logs show sureform stapler instrument ln: l10220811-0642 was installed on the system 22x and failed to engage intermittently 13x. It successfully engaged 9x and fired 7 reloads (6 blue, followed by 1 white). There was no clamping or firing attempted on the 5th or 8th installs. All 13 engagement failures were logged in the dsp logs. 8 out of 13 of the engagement failures are logged in the msc logs with error code 22020, and parameters of the errors indicating the roll axis hardstop check failed in every instance. There were no incomplete clamps, unclamp failures, or firing failures for this instrument. There was 1 pause for compression on the last fire with a white reload. All other firings were completed with no pauses for compression. There were no other stapler related errors in the logs for this procedure. This complaint is being reported based on the following conclusion: it was alleged that the sureform stapler instrument moved with unintuitive motion, the controls were reversed. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass( roux-en-y) surgical procedure, the sureform 60 stapler instrument did not recognize the staple loaders. The surgeon noticed on two occasions that the controls were reversed, which obliged the nurse to remove and reinstall the cover of the arm. The instrument had to be changed because it was no longer recognized by the arms (tested on arms 1 and 3) there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigation could not confirm the customer reported complaint. The instrument was analyzed, and failure analysis investigations did not replicate or confirm the customer reported complaint of "the controls were reversed". Functional test to perform an intuitive motion test could not be performed. Incomplete failure analysis occurred because the stapler could never pass engagement after several installation attempts. Customer also reported a complaint of "cannot recognize". This complaint was replicated. Review of engagement logs showed the instrument failed to engage on 29-nov-2022 using system sk2215. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicated a potential high friction with motion. Instrument was placed on xi system arm and failed engagement on 3 consecutive attempts. Additional observation: main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated. The roll thrust bearing in the backend appeared with brown contamination spots. The complaint regarding recognition issue was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.